Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4, d9 g1 h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matneu scr ã¸1.5 self-drill l4 tan 1u I/c has the tip broken and unknown substance can be observed at the threads of the screw, the broken surface was examined and there was no evidence of a material issue. Fragment was not received for evaluation. A dimensional inspection for the matneu scr ã¸1.5 self-drill l4 tan 1u I/ was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history a manufacturing record evaluation was performed for the finished device product code : 04.503.104.01s lot number# 7492p82 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-aug-2023 manufacturing site: jabil bettlach expiry date:01-aug-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional device product codes: jey, gxr d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a craniotomy procedure on (B)(6) 2024. During the surgery, when inserting the screw, the screw was broken. All the pieces were removed from the patient. Another three screws were tried, and the same thing happened. Another device was used to complete the surgery. There was no delay in surgery. There were no adverse consequences to the patient. This report involves one ti matrixneuro screw self-drilling 4mm. This is report 4 of 4 for (B)(4).